Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) states that the balloon pressure should not exceed the rated burst pressure. Further, the IFU also states in the warnings section that if resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure and against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with mild tortuosity and heavy calcification. A 2.0x15 nc trek rx dilatation catheter was advanced with resistance due to the patient anatomy for pre-dilatation and inflated; however, the balloon ruptured on the first inflation at 19 atmospheres. The 2.0x15 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a different balloon was used to pre-dilate the lesion. A stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.